Event description:
The manufacturer received information that a trilogy evo o2 ventilator was reported to have a ventilator service required alarm occur. There was no harm or injury reported. On device evaluation, ventilator service required alarm e-384 for a pressure sensor mismatch was confirmed in the device error log indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors. Examination of the ventilator showed the airway path was blocked with dust. It was reported the issue was "rectified" and all necessary service, testing, and calibration was completed. The device was found to perform well. There was no report of component replacement. If additional information becomes available, a follow-up report will be submitted.